Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device depleted its charge-pak battery charger within one year. During device evaluation, physio observed that the device's readiness display showed the charge-pak, attention, and service wrench icons. The device would not power on anymore when the on/off button was pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was returned to physio-control for further evaluation. The reported device issue was verified and it was determined that the cause of the reported issue was due to process residue on the analog pcb assembly which caused filter fl9 to become electrically leaky. The leaky filter then led to the depletion of the internal hlc batteries.

Event description:
The customer contacted physio-control to report that their device depleted its charge-pak battery charger within one year. During device evaluation, physio observed that the device's readiness display showed the charge-pak, attention, and service wrench icons. The device would not power on anymore when the on/off button was pushed. There was no patient use associated with the reported event.